Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. Analysis confirmed that this programmer had a portion of internal circuitry that overheated and smoke smelt at boot up. The damaged internal circuit was replaced and the programmer passed all other testing.